Manufacturer narrative:
Concomitant medical product: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37791 lot# serial# unknown implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator (ins). The pt rep was a friend of the patient that said the patient was old and forgetful and thinks they only need to charge their implant. Pt rep said they have a mdt scs device and pt rep used to have the same 37751 recharger as the pt and charged their own scs implant once every 3 days and now charges their ins once a day with the new wr (no allegations were made, pt rep was explaining ther own recharging schedule). Pt rep mentioned pt was slow at moving around and prone to falling, patient services (pss) conferenced pt on phone and pt said they had fallen twice today. Patient (pt) said that their 37761 desktop charger (dtc) cord was damaged and had exposed wires. The pt said that they received the equipment this way (with exposed wires) from mdt, the pt rep said that they didn't think this was the case as the pt rep had helped the patient with charging after the pt got the ins and they had not noticed the dtc cord was damaged at that time. Patient reported that her implant had been off for so long that she thinks her implant battery was dead because she had tremors coming back. When asked when the tremors returned the patient just said the return of the tremors were gradual. The patient said that they hadn't charged their implant in many months. Pt said the reason they didn't charge their implant for so long was because they couldn't get their recharger to charge their implant to begin with (it was unclear what pt had been seeing on the recharger back at that time and pt didn't remember) during the call the patient attempted to charge their implant and got the reposition antenna screen, no damage was seen to the recharger antenna but since the pt had made the remark about not being able to charge their implant many months ago pss also sending new recharger antenna. Pss reviewed possibility of overdischarge with patient. Patient said that they have a dr's appointment with their managing healthcare provider (hcp) in july and would bring their equipment with them to the appointment. Pss asked that pt call their managing hcp office to request a manufacturer representative (rep) come to the office for the appointment as the pt said they needed education/ possible jump start of implant. The patient said "last time they just replaced my ins battery". Pss let pt know that pss was emailing rep to ask that rep reach outto pt about their situation as well. (B)(6)2023 e1, e2 (rep): no new information. (B)(6)2023 e3, e4 (rep): no new information.